Manufacturer narrative:
E1: (B)(6). Street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia and an adhesive failure (tape not sticking) event on (B)(6) 2026. The hyperglycemia persisted for less than one hour and was treated with the insulin pump.